Event description:
Pt reports pump malfunction for serial number (B)(6). Pt reports the pump keeps alarming for air in the line so they replaced the tubing and checked for kinks and air bubbles but the pump keeps alarming. Pt reports they reset the pump and the alarm will go away but then it comes back again randomly. Pt confirmed they are currently infusing on their back up pump with no issues. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Current remodulin dose: 155ng/kg/min. Did the reported product fault occur while in use with a pt? - yes. Did the product issue cause or contribute to pt or clinical injury? - no. Is the actual product available for investigation? - yes, upon return. Did pharmacy replace product? - yes. Did the pt have a backup product they were able to switch to? - yes. Was the pt able to successfully continue their therapy? - yes. Is the therapy life-sustaining? - yes. What is the outcome of the event? - resolved. Diagnosis for use: pulmonary arterial hypertension.